Manufacturer narrative:
E1: patient city: (B)(6), patient country: slovakia.

Event description:
Reference number (B)(4) event occurred in slovakia. It was reported that the patient experienced hyperglycemia and treated with insulin pen on (B)(6) 2026. No further information available.